Manufacturer narrative:
Following the submission of the initial MDR, further sample analysis investigation determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. MFR#: 3003152976-2025-00047 is void as a result.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We would like to inform you of several malério'vigilance declarations, transmitted by the urcc regarding these medical devices'. On 08/01/2025, the following malfunction was reported to us: "that day in the urcc, the preparation staff found small white pieces of plastic in the barrel of the new syringe (in the space where the liguid is aspirated)? The plastic pieces are seen before use, when opening the sterile packaging of the 20ml bd tuer lock syringe ref (B)(4), lot 2410019 fab 01/10/2024 exp 30/09/2029...' On 16/01/2025, we were notified of the following malfunction "pb with 2 bd syringes: 20mi syringe ref(B)(4) lot 2410019 . Plunger visually dirty (anchor or dirt??).